Event description:
It was reported that a boston scientific field representative called technical services inquiring about a potential premature battery depletion on an implantable pacemaker with an unknown serial number. Reasons for potential impacts and fluctuations in battery longevity were discussed. Data of the device has not been sent. No adverse patient effects were reported.